Event description:
It was reported that the patient experienced dizziness. Episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) and right atrial (ra) channels of the device. Provocative testing was performed and the noise was reproduced. No lead anomalies were observed visually or during x-ray. The rv lead and ra lead were capped and replaced to resolve the event. The patient was stable.